Manufacturer narrative:
Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the lead was fractured. As a result, the patient underwent surgical intervention on (B)(6) 2019 where in the lead was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.